Event description:
It was reported that during an open low anterior resection procedure, when the surgeon fired the device only 1/3 of the staples were fired and cut. The surgeon reinforced the area with the misfired staples to complete the procedure. The procedure was extended 30 minutes. There were no adverse consequences to the patient. Follow up provided: see scanned page.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.